Event description:
The complainant reported that the pt had previously undergone the therapeutic procedure of having an enteral feeding device placed. During the flushing of the catheter, after pt feeding, the j-tube detached from the white connector. The clinician replaced the device with another enteral feeding device. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.